Event description:
A customer reported receiving a cartridge alarm from a pump. There was no reported impact to the customer's blood glucose level. The pump was tested, successfully loaded a cartridge, delivered a bolus, and operated without alerts, but it exhibited frequent cartridge alarms in its history. Further checks are pending upon return of the pump.